Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) and a competitor right ventricular (rv) lead exhibited high pacing lead impedance measurements greater than 2,000 ohms. Additionally, there were inappropriate shocks noted. Additional information received from the field representative indicated that an rv lead was fracture was suspected, however, not confirmed. At this time, the device was programmed voo and tachycardia therapy was programmed off. No adverse patient effects were reported.

Manufacturer narrative:
(B)(4). All available information indicates that the device remains in service. There is no additional information available. If additional information becomes available this report will be updated.